Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a recurring pump error 44 alarm (the number of pump strokes remaining in a bolus is larger than the maximum bolus.) And pump error 43 alarm (an error in the motor was detected by reading unexpected value from hall sensor). The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed for pump error alarms. Customer was able to clear the alarm and did not receive request to rewind the pump. Customer was advised to discontinue use of the device, and the insulin pump will be replaced. No harm requiring medical intervention was reported. Mmt-1884l was requested, and customer response was the device will be returned.

Manufacturer narrative:
Unit passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion tests, and self tests no pump error 44 and 43 alarms during testing noted. Thus software was utilized and downloaded trace/history files properly. In further full review in the pump history found multiple pump error 43 alarms on event date 04/23/2025 21:36:37.000, 04/23/2025 21:36:37.000, 04/23/2025 21:48:24.000, 04/23/2025 21:51:31.000 and pump error 130 alarm on 04/23/2025 21:34:33.000, 04/23/2025 21:36:12.000. Pump was cut open to perform visual inspection and found moisture damage on the pcba1 and motor cable during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: unit had scratched case, stained keypad overlay, cracked case corner of belt clip rail, label damage. In conclusion, no unexpected pump error pump error 44 and 43 alarms during testing. However, pump error 130, and 43 alarms in the pump history confirmed due to moisture damage pcba1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.